Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had skin erosion around the ipg pocket site. It was reported the pt had lost weight and the ipg was protruding and uncomfortable. The physician repositioned the ipg on (B)(6) 2013. It was reported the pt had effective stimulation postoperative.